Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer indicated failure. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringes had damaged blister packs. The following information was provided by the initial reporter, translated from chinese: "customer reflected in hospital, after unpacking, it was found that the outer packaging of the syringes was damaged 3, and the other 3 were empty."

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringes had damaged blister packs. The following information was provided by the initial reporter, translated from chinese: "customer reflected in hospital, after unpacking, it was found that the outer packaging of the syringes was damaged 3, and the other 3 were empty."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.